Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the labor and delivery department have noticed that while administering a loading dose of magnesium sulfate to pregnant patients, that the magnesium sulfate occasionally infuses over five minutes instead of the expected duration of 20-30 minutes. The facility biomed was unable to duplicate the issue.